Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was of the insulin pump damaged. The customer¿s blood glucose level was 121mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test and occlusion test. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube and broken battery tube thread noted.